Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator upgrade procedure. During pre-operation interrogation, the right atrial lead exhibited noise that was oversensed and resulted in automatic mode switch episodes. The lead was capped and replaced 3/20 during the upgrade procedure. The patient was stable post-procedure.